Event description:
It was reported a balloon and catheter were stuck. The surgeon requested to use neuroprotection system (nps) for flow reversal for a non tcar procedure (stenting the innominate.) He used shockwave through the nps sheath. After using a non-(B)(6) balloon over a v14 wire, he could not remove the balloon. He noted difficulty removing the wire and balloon together and it appeared stuck in the sheath. He pulled the balloon and wire out in one piece. The non-(B)(6) rep inspected and noted that the balloon and catheter had seized over the wire causing them to become one piece. When the sheath was removed, the surgeon noted the tip of the sheath appeared to be misshapen. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).